Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was over infusing the following information was received by the initial reporter with the following verbatim: "prbc's started at 21ml/hr at 1722, rate increased to 75ml/hr at 1806, at 1831 the entire bag of prbcs had infused. According to the pump, 43.56ml had infused with 170.4ml remaining; the bag was completely empty."

Manufacturer narrative:
It was reported by customer that there is a flow issues with the infusion set. One sample of material number 2477-0007 was submitted for quality evaluation. Visual inspection was conducted on the sample and no damages or abnormalities were identified. The sample was primed and a simulated infusion was conducted 21ml/hr for 1 hour and no flow issues were identified. The sample was then test at 75ml/hr for 1 hour, no flow issues were identified. Finally, a simulated infusion was conducted at 125 ml/hr for 1 hour. No issues were found during the testing of the submitted sample. The customer complaint of flow issues - accuracy were not verified. A root cause could not be determined because the reported issues could not be replicated. A device history record review for model 2477-0007 lot number 24036387 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2477-0007 lot number 24036388 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2477-0007 lot number 24036389 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that there is a flow issues with the infusion set. No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.